Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep reported the patient was changing a light bulb when they were shocked. Patient said stimulation felt different in the foot. Technical services (ts) reviewed with rep that there is no way to know whether there is damage to the neurostimulation system, but the fact that patient felt stimulation is different in their foot, could suggest potential injury. Ts redirected to healthcare provider (hcp) to check the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-12 the rep responded to a follow up request. They clarified that the shock sensation came from the lightbulb itself; it was not a shock from the implant. The cause was not determined. There are no patient interventions planned. The pt monitored their stimulation for a week and their pain levels returned to normal. The pt is able to increase the stimulation intensity as needed. The pt said no issues of out of range impedances and the pt is satisfied with their therapy; issue resolved.